Manufacturer narrative:
(B)(4). Upon further assessment of the complaint it was found that this event and product was previously reported on 0001825034-2017-10406. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Customer has indicated that the product is in process of being returned for investigation. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the impactor and inserter fractured during normal indicated use. There was no patient injury as a result of the event and no significant delay was reported.